Event description:
The red port of patients left tl PICC was infusing at to keep open (tko) since rn came on shift. Rn went to administer IV lasix through port closest to PICC and was met with pressure and unable to administer the medication. IV pump would no longer infuse and read "occluded- pt side". Rn disconnected tubing from PICC and directly flushed into red port of PICC without any issue or meeting any resistance. Tubing was checked for kinks/clamps and none were noted. When module was opened rn noticed all tubing was in place but under the blue connection was a large bulge of solution in IV tubing. IV tubing was promptly removed.